Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the 2nd obtuse marginal coronary. A 2.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of an unspecified stent implant. The bdc was advanced toward the lesion with no resistance felt and during advancement, the proximal shaft separated near the hub outside the anatomy. As the separation was outside the anatomy, the bdc was easily removed from the anatomy. A new 2.00 x 8 mm nc trek rx was used to successfully complete the post-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.